Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error e227 during reprocessing of the olympus gastrointestinal videoscope. The customer stated that after the scope was cleaned, the communication error was resolved. There was no patient involvement.